Event description:
Clinic notes dated (B)(6) 2013 indicated that this vns patient had been experiencing an increase in seizures for the past six months. The patient was last seen on (B)(6) 2013. The patient went to the emergency room on (B)(6) 2013 after having eight seizures in a one to two hour period. The patient experienced clusters of seizures at least two times per week. The patient stiffen, raises the left arm, clenches both fists, drools, lowers his head, turns his head to the left, and stares. The events last 8-10 minutes. The patient could have one event but also could cluster. The patient admitted to being non-compliant with medications and has problems with medication. The patient¿s seizure history included complex partial seizures 2-3 times per day lasting 3-4 minutes. Because of the clusters, the patient¿s vns was checked, and the device was found to be at near end of service, and the patient was referred for generator revision. The patient¿s family did not use the magnet to abort seizures. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2013 it was reported that the patient underwent a generator replacement on (B)(4) 2013 due to battery depletion and the lead impedance after replacement was ¿ok¿. The physician later reported that the patient¿s seizures have remained about the same since replacement surgery with a slight decrease in frequency. The patient¿s settings are output=2.5ma/frequency=25hz/pulse width=250usec/on time=7sec/off time=0.2min/magnet output=2.75ma/magnet pulse width=500usec/magnet on time=60sec. The generator was reported to have been discarded and therefore cannot be returned for product analysis.